Manufacturer narrative:
No device sample was returned for analysis, however, a lot number was provided for the device alleged to be involved in the event. Manufacturing records were reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 9614392-2026-00010 for associated incident report.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient reports that they sought medical attention for an unspecified eye infection in (B)(6) 2025 and were prescribed moxifloxacin eye drops. During correspondence with the treating eye care practitioner, it was confirmed that the patient was seen in september for a medical visit but no additional details of the visit were provided. Despite good faith efforts to obtain additional information, no further information has been received. As of the date of this report, details of the event are unknown, including nature, or severity and outcome. This event is being reported in an abundance of caution due to the allegation of an unspecified eye infection with limited event details, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence associated with some ocular infections. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report. As it is unknown if the incident involved the right eye (od), left eye (os), or both eyes (ou), and the patient uses a different device/model in each eye, please refer to linked manufacturer report 9614392-2026-00010 for associated incident report.